Event description:
It was reported that the patient was seen in the ER with asystole. The device threshold was high and was not capturing. The device was programmed to max output and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.